Event description:
It was reported that the user detected an insulin odor and observed insulin coating the outside of the cartridge, indicating a leak, after a supply change, and recorded a blood glucose of 225 mg/dl; the user subsequently replaced the cartridge and infusion set and later reported a blood glucose of 100 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary elevated blood glucose that resolved after the supply and cartridge change. Investigation included a review of use history and troubleshooting with user education on replacing the cartridge and supplies. Investigation of this case revealed evidence consistent with a leaking cartridge. It was concluded that the event involved a device component leak that contributed to hyperglycemia and that the issue resolved with replacement of the affected supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.